Event description:
It was found through an internet search that the patient had passed away. A battery life calculation was performed and showed no anomalies. Based on the estimation, the patient would have had greater than 3 years of vns battery life remaining at the time of his death. The in-house programming history database was reviewed and no anomalies were noted. An obituary search was performed, but not obituary was located. Attempts for additional relevant information have been unsuccessful to date.